Event description:
The customer's mother stated that the customer was taken by ambulance to the hospital due to diabetic ketoacidosis. The reported blood glucose reading was 884 mg/dl. The customer was not available at the time of the phone call to perform troubleshooting. The customer's mother was advised to have the customer call back to perform troubleshooting. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device any have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.